Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during inspection prior to use on a patient, the cuff was tested. It was difficult to inflate and deflate the cuff; it took a while to deflate the cuff. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed that inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. A formal investigation was initiated to address air restriction issues. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.